Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the patient reported attaching the pen needle to the pen and performed priming but the drug solution did not come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the patient reported attaching the pen needle to the pen and performed priming but the drug solution did not come out.